Manufacturer narrative:
Analysis of the extension found no significant anomaly. It was noted the body of the extension was cut through and the product segmented.

Event description:
It was reported that impedances on all electrodes were measured to be greater than 9000 ohms and therapy impedance was 2500 ohms. It was noted that impedances were measured at 3v. It was further noted that x-rays and impedance testing was done. The reporter stated that on the x-ray the healthcare professional (hcp) thought the extension appeared damaged. The reporter further stated that when the extension was replaced it did not visually appear damaged. It was noted that a new extension was connected and the impedances remained the same. It was further noted the new extension was left implanted. It was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported the patient had an unexplained feeling in their arm and their hcp did not know what it was related to. It was noted the hcp was unsure if the feeling was related to the patient¿s disease or system. It was further noted the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37085-40, serial# (B)(4), explanted: 2014-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.